Manufacturer narrative:
Trackwise # (B)(4). Analysis of production : (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec 2019 to nov 2021 was reviewed. There were no triggers identified for the review period. Testing of actual: (10/213/67) . The device was returned to the factory for evaluation on 12/03/2021. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of heavy blood was observed on the delivery device, seal and loading device indicating an attempt was made to introduce the device into the aorta. The seal was observed to be in fully opened state, no cracks or delamination was observed in the photographs. The white plunger was not observed in the photographs. An investigation was conducted on 12/14/2021. A visual inspection was conducted. Signs of clinical use and evidence of heavy blood was observed on the delivery device, seal and loading device indicating an attempt was made to introduce the device into the aorta. The white plunger was fully depressed and the blue slide lock was engaged. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties. The seal was observed to be in a fully opened state with no cracks or delamination observed. No measurements of the delivery device were taken due the presence of blood on the device. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), the seal failed to be deployed. The procedure was completed using a new hst. No injury.